Event description:
During a cardiac cath, we used a cordis 5emerald amplatz j-tip 150cm guidewire. Initially it was used when femoral artery accessed and sheath inserted. Then it was used to guide the jr4 catheter into the aorta. When the wire was removed, it was noticed to have a crack at the tip of the wire. This wire was set aside and was not used.